Manufacturer narrative:
The main component of one of the systems involved in the reported events; other applicable components are: product ID: 3387, product type: lead.

Event description:
Pouclet-courtemanche h., rouaud, t., thobois, s., nguyen, j-m., brefel- courbon, c., chereau, I., cuny, e., derost, p., eusebio, a., guehl, d., laurencin, c., mertens, p., ory-magne, f., raoul, s., regis, j., ulla, m., witjas, t., burbaud, p., rascol, o., damier, p. Long-term efficacy and tolerability of bilateral pallidal stimulation to treat tardive dyskinesia. Neurology. 2016. 86:1¿9. Doi: 10.10.1212/wnl.0000000000002370. Summary: to confirm the efficacy and safety of deep brain stimulation (dbs) of the internal part of the globus pallidus in improving severe tardive dyskinesia (td). Reported events: patient 5: one (B)(6) male patient with deep brain stimulation (dbs) for tardive dyskinesia (td) did not benefit from stimulation as the lead was in too lateral and too anterior a position. This was noted to be an initial misplacement of the lead. The lead was repositioned two months after the initial surgery, with good results. Additional information has been requested from the corresponding author regarding event date, product information, troubleshooting, and diagnostics, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. Device information included in the article: lead model 3387 and implantable neurostimulators itrel ii model 7424 or kinetra model 7428.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.